Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. Calibration and quality control (qc) were within specifications at the time the samples were run. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced wash probe 4, wash collars 3 and 4, cleaned all wash probes and reagent probes, checked wash probes valves performance, performed pre-atellica test protocols (atp), all recovered within specifications. Then, the cse noticed that the aspirate probe was sticking on its vertical movement in and out of the wash ring and replaced it. Poor aspiration at the wash ring can lead to reagent material left behind in the cuvette which will elevate relative light units (rlus) and cause elevated tnih results. Siemens reviewed the instrument data, and all parameters were found to be within acceptable limits. Siemens determined that the aspirate probe sticking on its vertical movement in and out of the wash ring potentially contributed to an erroneously elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed on an original and alternate atellica im analyzer under validation at the customer's site. Both the repeat results matched and recovered lower than the initial result. The repeat results were considered correct and the result of <2.5 ng/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to an erroneously elevated tnih result.